Manufacturer narrative:
D9 - date returned to mfg.28-may-2025. H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was confirmed through the downstream occlusion (dso) occlusion tests. The dso sensor was replaced. A dso/uso sensor calibration was performed. The device then passed all tests after repair.

Manufacturer narrative:
B3: april is the reported month of the event but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor failed. There was no patient involvement.